Manufacturer narrative:
Device manufacturing date corrected for corresponding serial number: (B)(4). No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware failed, and the software & instruments passed the system checkout. The customer has ordered a new inav camera and upon receiving it they complained that camera does not work properly. We replaced camera under warranty and the system still does not track properly (tracking is laggy, some interruptions also). I tested the camera on the other two systems the client has and camera is working properly. So they will keep the camera as they have ordered and paid for it but they will not use the system clinically any more. The client was informed that we do not support this legacy system anymore and are not able to repair the nonfunctional system. The customer retained the nonfunctional system only to be used as a display for medical students.

Manufacturer narrative:
Return requested for suspect camera. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that sometimes after 30 minutes of the navigation system being on, the camera will lose its tracking ability. The camera on this navigation system was recently replaced. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4). Onsite troubleshooting by a hungarian distributor found that the camera was faulty. During simulated use testing the suspect camera would only track in the "too close" range. Passive reduced volume of tracking area. A replacement camera has been ordered for issue resolution.

Manufacturer narrative:
Medtronic investigation of returned suspect camera finds that as reported, the camera has difficulty tracking deep into the volume after warm up. The psu passed an aak test at .13 mm with a passing threshold of .60 mm. However, the psu had a line separation of 1.27 mm which is above normal. This high line separation is the cause of the reduced volume tracking. The reported event was confirmed to be caused by an electrical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.